Event description:
Additional information received from the patient's physician confirmed the shocking sensation and subsequent replacement of the implantable neurostimulator (ins). It was also reported that in (B)(6) 2011, the patient complained of loss of balance and a fall. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced shocking when leaning forward or touching the area where the extension passed behind his ear. The patient stated that the hcp moved the neurostimulator to the low back area. The manufacturer's device tracking registry showed that the patients neurostimulator was explanted and replaced, and it was likely that the neurostimulator replacement took place at the same time as the reported device repositioning. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lead: model 3387s-40, lot# v479548, implanted: 2010 (B)(6), explanted: na; extension: model 37085-95, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6).